Manufacturer narrative:
It was reported that the subject device will be explanted on (B)(6) 2017.

Event description:
Reportedly, the patient felt "strange things" on (B)(6) 2017. During the follow-up dated (B)(6) 2017, the subject device was found in back-up mode. No irregularity was found regarding the electrical performances. Preliminary analysis indicated that an overload occurred on (B)(6) 2017; most probably due to a lead issue. It was also observed that the device reset several time on the same day recommendations for a re-intervention for a right ventricular lead replacement were provided on (B)(6) 2017. It was reported that a re-intervention for device explantation is planned to (B)(6) 2017.

Manufacturer narrative:
It was confirmed on (B)(6) 2017 that the subject device was explanted the same date.

Event description:
Reportedly, the patient felt "strange things" on (B)(6) 2017. During the follow-up dated (B)(6) 2017, the subject device was found in back-up mode. No irregularity was found regarding the electrical performances. Preliminary analysis indicated that an overload occurred on (B)(6) 2017; most probably due to a lead issue. It was also observed that the device reset several time on the same day recommendations for a re-intervention for a right ventricular lead replacement were provided on (B)(6) 2017. It was reported that a re-intervention for device explantation is planned to (B)(6) 2017.

Manufacturer narrative:
Preliminary analysis confirmed the reported issue but the issue was not reproduced. Electrical characteristics were within specicifications; the root cause remains unknown. (B)(4).

Event description:
Reportedly, the patient felt "strange things" on (B)(6) 2017. During the follow-up dated (B)(6) 2017, the subject device was found in back-up mode. No irregularity was found regarding the electrical performances. Preliminary analysis indicated that an overload occurred on (B)(6) 2017; most probably due to a lead issue. It was also observed that the device reset several time on the same day. Recommendations for a re-intervention for a right ventricular lead replacement were provided on (B)(6) 2017. It was reported that a re-intervention for device explantation is planned to (B)(6) 2017. It was confirmed on (B)(6) 2017 that the subject device was explanted the same date.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, the patient felt "strange things" on (B)(6) 2017. During the follow-up dated (B)(6) 2017, the subject device was found in back-up mode. No irregularity was found regarding the electrical performances. Preliminary analysis indicated that an overload occurred on (B)(6) 2017; most probably due to a lead issue. It was also observed that the device reset several time on the same day recommendations for a re-intervention for a right ventricular lead replacement were provided on (B)(6) 2017. It was reported that a re-intervention for device explantation is planned to (B)(6) 2017. It was confirmed on (B)(6) 2017 that the subject device was explanted the same date.

Manufacturer narrative:
Preliminary analysis indicated that an overload occurred on (B)(6) 2017; most probably due to a lead issue. Recommendations for a re-intervention for a right ventricular lead replacement were provided on (B)(6) 2017. It was reported that a re-intervention for device explantation is planned to (B)(6) 2017.

Event description:
Reportedly, the patient felt "strange things" on (B)(6) 2017. During the follow-up dated (B)(6) 2017, the subject device was found in back-up mode. No irregularity was found regarding the electrical performances. Preliminary analysis indicated that an overload occurred on (B)(6) 2017; most probably due to a lead issue. Recommendations for a re-intervention for a right ventricular lead replacement were provided on (B)(6) 2017. It was reported that a re-intervention for device explantation is planned to (B)(6) 2017.